Event description:
A philips field service engineer (fse) reported a speaker malfunction error message on the vs3 patient monitor during servicing for (B)(4).

Manufacturer narrative:
(B)(4). A philips field service engineer (fse) reported a speaker malfunction error message on the vs3 patient monitor during servicing for (B)(4). No audio loss was reported by either the customer or the fse. Philips will consider that there was speaker failure causing the error message even though there was no report of audio failure and no report of error message before the service event. Philips received a small number of complaints reporting premature speaker failure in the vs3, vm4, vm6 and vm8 suresigns patient monitors. Because there was a speaker malfunction error message, these failures triggered a formal investigation into the issue and the issuing of field safety notice (B)(4) and field change order (B)(4). This device is on the units affected list (ual) for these fcos. On (B)(6), 2011, philips healthcare notified the FDA of this mandatory field action. On (B)(6), 2011, philips healthcare notified the (B)(4) competent authority (ca) of this mandatory field action. The field service engineer (fse) performed a speaker test per (B)(4) to resolve the inop message. No further calls have been logged by the customer for this monitor issue. The monitor remains at the customer site. No further investigation/action is warranted at this time.